Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 477mg/dl. The customer states they were not receiving no delivery alarm. The customer states they believe the issue is not with the pump, and is doing fine now. The customer states they needed supplies. The customer was advised that replacements would be sent out.